Event description:
Common bile duct dilated with a 7 fr and 8.5 fr catheter prior to stent placement. Spiral z stent inserted per wilson-cook rep instructions. Rep asked if placement of the stent was correct for area of stricture, and he stated yes. The stent was deployed. Stent placement was incorrect. The pt was taken back to her room and required an overnight hospitalization. She was brought back to the gi lab the next day for another stent placement. The stent was placed distal to the previous placed stent which produced better flow to the liver. The pt was discharged.